Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, discomfort, and elevated metal ion levels. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised on the right side because of metal-on-metal reaction, and corrosion. Records are available for further review. Update rec'd (B)(6) 2013 - pfs and medical records received. After review of the left revision operative note it noted some metal on metal reaction and corrosion between the metal taper and existing shell. The cup is now being reported. The right side revision note indicated a small pseudotumor formation at the posterior aspect of the hip. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code c3aft1000. A search of the complaint database finds additional reported incidents against lot codes 2583098, 2589478, 2649179 and 2633736 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metallosis and metal wear.